Manufacturer narrative:
(B)(4).batch # t92c2c. Investigation summary: the analysis results found that the er320 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. Batch#: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: just for clarification, when the device "firing force was higher than expected at the firing on the blood vessel", were the device jaws stuck on tissue or vessel after the firing? No. You had stated that after the event "...then, the trigger could be grasped somehow, and the jaws opened". We need to know if the device jaws did not open after the firing force was higher than expected. Yes. The jaws did not open after the firing force was higher than expected.

Event description:
It was reported that during a laparoscopic colectomy, the firing force was higher than expected at the firing on the blood vessel. Before the event, a nurse fired the device outside the patient for functionality and fed the clip into the jaws with no difficulty. After the event, the surgeon grasped the trigger with both hands forcibly outside the patient. Then, the trigger could be grasped somehow, and the jaws opened. The device was fired outside the patient for functionality again, and the firing force became normal. The same device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.